Event description:
Customer reported the system locked up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the 5v power supply and reseated circuit boards. System operates as intended.